Event description:
Caller indicated the assure 4 meter was giving variable readings. I spoke with nurse (B)(6) in regards to incident on (B)(6) 2010. Patient's bg was taken at 6am (no food or drink prior to testing) result was 301 (with meter (B)(4)) and the patient was treated with insulin. At 7am, the patient was unresponsive and sweating and his bg was at 84. The patient was treated with a shot of glucon. At 7:15-7:20, the patients bg was taken again which resulted in 532. At 11am, the patients bg was taken again with another meter (meter (B)(4)) which resulted in 84. The patient was retested again with the 2nd meter (meter (B)(4)) which resulted in 172. Both meters have been dropped and are visibly damaged. Controls used and were out of range.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected. Returned control solution is contaminated indicating user error.